Event description:
Balloons unfurled when first tested outside of the pt. After balloons were inserted into femoral artery and positioned, they would not unfurl. A third balloon was used and was functional. This caused a delay in treatment for the pt who was in surgery at the time.